Event description:
Related manufacturer reference number: 2017865-2021-068321. It was reported that the system was explanted due to an infection unrelated to the right atrial (ra) and right ventricular (rv) leads. At the completion of the procedure, a small pericardial effusion was noted. The patient was in stable condition.

Manufacturer narrative:
The reported event of was not confirmed by analysis, as the damage found was sustained during the surgical procedure. A tip stiffness test could not be performed due to procedure damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasions exposing the outer coil were noted at 12.3 - 12.5 and 24.8 - 25.4 cm from the distal tip, consistent with friction to another device or feature of the heart.